Event description:
It was reported that a blade broke and the handpiece was damaged while being used. The blade is intended to be used at a maximum speed of 12, 000 rpm but was reportedly being used with a speed of 30,000 rpm which resulted in the blade breaking. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical producta: m5 microdebrider, product ID#1899200, serial # (B)(4), lot# 208754777, manufacture date 09/2014. (B)(4). The handpiece was returned for analysis and repair. Received 1 sample high-speed bur, part and lot unknown. Only the hub was returned with a portion of the outer hub stuck in the collet of an m5 handpiece. Removal was attempted by service and repair and in the analysis lab to no avail. Under magnification, the inner hub was deformed and there were burn marks on the distal side. The metal washer was embedded in the hub, and there were black striations. The customer indicates that a 12 ,000 rmp bur was accidentally run at 30,000 rpm, resulting in the drill malfunctioning and the inability to remove the bur from the handpiece. With this admission, there is no indication of a manufacturing issue or fault. Based on the analysis findings, the complaint is confirmed; the bur hubs were melted and deformed. Based on the above observations the cause for malfunction is mishandling.